Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen on the insulin pump was blank and she tried changing the battery. Customer stated that she was using a duracell battery. Customer could not finish troubleshooting because she did not have the pump with her. Customer also stated that she has been doing injections for a couple of weeks.